Event description:
The customer called for help with his breeze2 meters. While troubleshooting, it was discovered the customer's meter was missing segments from the display. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.